Event description:
Report 1 of 2 for (B)(4). It was reported that (2x) hd coupler, c-mount, 20mm devices opening/closer lever/knob was broken and there was physical damage which did not allow for attachment to the scope. During in-house engineering evaluation, it was determined that the device aperture lever was broken. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device history review a manufacturing record evaluation was performed for the finished device serial number: (B)(6); and no non-conformances were identified. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found its aperture lever broken, which broken fragment was not returned. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the hd coupler, c-mount, 20mm would have contributed to the complained device issue. Based on the investigation findings, the potential root cause can be traced to procedural variables, such as improper handling/care of the device while assembling or disassembling with its mating connector, causing the breakage observed. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.